Event description:
Customer reported the cufflator is missing the preflex face plate and the needle. Also, needs calibration. There was no pt incident or injury that occurred.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found when the cufflator was tested the readings were below the acceptable range(s). Visual inspection found the cufflator is missing the rubber protective ring and the back hook cover. There are white stains on the inside of the perflex face plate. The plastic housing unit is broken and when the rubber bulb is pressed there is resistance. The needle is sitting at zero. Note: the instructions for use state that the cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needles does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).